Event description:
This pt underwent an open reduction and internal fixation of the left ring finger and a closed reduction of the left small finger when the screwdriver used to insert the screws broke into two pieces. The pieces were removed from the sterile field and an x-ray taken.